Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual examination found the fluted tip broken for the drill bit ø1.5 w/stop l13/6 2flute 90°. The broken fragment was returned. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [drill bit ø1.5 w/stop l13/6 2flute 90°] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: dwg se_173257 rev d manufactured / rev e current dimensional inspection: n/a. H4, h6 part:03.505.041, lot:f-19588, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:02 aug 2016, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: dzj d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a ssro for jaw deformity performed on (B)(6), 2023. During this surgery, the drill bit was used for multiple times for drilling mandible, but the drill bit broke off at the last time of drilling, and the broken drill bit remained in the bone. The bone around the remaining drill bit was scraped away and the broken drill bit was extracted from the bone. But when the surgeon tried to take it out of the patient¿s body, it fell off inside the mouth and was lost, so an x-ray was taken, and the broken drill bit was found. The breakage of the drill bit resulted in bone cutting that would not have been done in the original procedure. The broken drill bit was removed thoroughly, and nothing was left in the patient¿s body. There was no adverse consequence to the patient; the patient outcome was reported to be stable. The surgery was completed successfully with no surgical delay. This report involves one 1.5mm dia drill bit w/6mm stop 13mm length f/90° screwdriver. This is report 1 of 1 for (B)(4).